Manufacturer narrative:
The user-reported issue was not confirmed. The device was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00259).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user stated that "the event date was (B)(6)." The user reported that the device siphoned blood from the port instead of pumping: "not pumping right, sucking blood out of port instead of pumping. Even though light shows pumping and counting down. The nurse said that the tubing was not clamped off or crimped, actually she used the same tubing and used a different pump: it worked fine. Pump (B)(4)//last serviced 2/28/17. " no patient injury or harm occured for this case. The patient information is unknown.